Event description:
The device was in an empty patient room charging. The peds ER staff noted a foul odor in room c. Maintenance was contacted and it was found to be the propaq vital signs monitor. The device had a hole melted/burned into the top while charging in the room. The hole is on the top rear of the device, above the power supply. No harm to patient or staff. No visible signs of fire (e.g.: smoke or flames), only an odor.due to the age of the unit, and being outside of warranty support, we do not intend to return to the manufacturer for repair. The device is unable to power-up for biomed inspection/device download.what was the original intended procedure?not applicable.device #1is this a laboratory device or laboratory test?no.